Event description:
It was reported that the customer's insulin pump's keypad was not responding. The customer received a button error alarm. Her blood glucose level was not reported. She also received an unexpected restart alarm. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. Unable to test for a21 alarm due to no button response. No unexpected restart or reset noted. The insulin pump has minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip.